Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead dislodged. High thresholds and intermittent capture were also noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.